Event description:
It was reported patient underwent an open reduction, internal fixation procedure on (B)(6) 2014 due to left distal radius fracture. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. It was discovered that the proximal screws of the dvr crosslock distal radius plating system had back out. The surgeon stated it appeared the selected plate was not long enough.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05221 / 05222).